Event description:
(B)(4). It was reported that both led lights in the operating room are experiencing intermittent power loss to the light heads. There was no pt involvement and no adverse consequence reported.

Manufacturer narrative:
There is no expiration date for this product. The catalog number provided is for the power supply box of the visum led surgical light as this was the component that allegedly malfunctioned and was replaced. The actual device was evaluated in the field on (B)(4) 2012 and the power supply box was replaced. The power supply box that allegedly malfunctioned was returned to the MFR on (B)(4) 2012. Eval summary- after an on-site eval by a field tech, the reported event of the surgical lights intermittently powering off could not be duplicated. The power supply box was replaced and returned to the MFR for eval. The power supply box was tested and found to be within specs. The alleged failure could not be duplicated after add¿l eval. The cause of the reported event could not be determined. This is not a single use device.